Event description:
The patient received emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed external cosmetic damage to the pump case, but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.